Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system sought medical attention due to system shocks. The patient was in the identified geography due to holiday travel; however resides permanently in (B)(6). The medical assessment of the system was fluid in the device header and system noise; however, edema, redness, erosion and a likely site infection, was also noted. Cultures and system extraction were recommended. The patient reported having been on antibiotics for three months and stated they would be traveling home for further system evaluations. The system was reprogrammed to best optimize and remains implanted and in service with no further information received to date.